Manufacturer narrative:
The returned valve was patent. It did not meet the requirements for reflux, pressure-flow, and preimplantation testing. The valve also did not meet the requirements for leak testing due to a multiple tears observed in the bottom of the reservoir. It is unknown how or when this damage occurred. The instructions for use (IFU) that accompany the device caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ the IFU also cautions that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, crushing or breaking of components.¿ crystalline debris was observed on the exterior of the valve. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the valve was ruptured during the procedure. It was unknown if a new device was used to completed the procedure. There was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.